Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 15497 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During the electrical testing using an aet (automatic electrical tester), all the tests were within the specification. No anomalies were found. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments were conducted. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.78 inches approximately proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.